Event description:
The customer reported to vyaire medical that the avea has auto cycling issue. There was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation:the root cause of the issue was found leak pressure at transducer. The reported complaint was confirmed and duplicated. This is isolated to tca assembly part number: 16542, serial number: (B)(6). Faulty xdcr,diff press,0-4" h2o. Part number: 21859.